Manufacturer narrative:
Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm during prime. Customer's blood glucose was 445 mg/dl. Device alarmed a no delivery alarm during manual prime at troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.